Event description:
It was reported, during reprocessing, the endoscope reprocessor tested positive for 1-9 colony forming units (cfus) of streptococcus sanguinis. All channels were sampled. The user did not report any contamination or any other serious deterioration in in state of health of any person, to which the scope could have been a contributory cause

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to h6 component code. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, a root cause could not be determined. The customer reported growth of microorganisms were found in the reprocessor's rinse water through culture testing by the user after reprocessing. The customer also reported that after a second test, they received a negative culture growth. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided the repair history of the device.